Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 548665.

Event description:
It was reported that the patient was not feeling the stimulation due to high impedances. Fractures were also noted. Additionally, fracture was not confirmed through an imaging. Additional information was received that all device components were explanted and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred end of october. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 7078554.

Event description:
It was reported that the patients lead was fractured. Lead fracture was not confirmed through an imaging.